Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg read "low", and the meter bg reading was approximately in the 200s mg/dl range. The control iq software delivered insulin based off the inaccurate cgm values, and subsequently, the customer's bg level dropped to approximately the 40s-50s mg/dl range. Customer consumed carbohydrates to address bg level. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.